Manufacturer narrative:
Device lot number, expiration date now available. Actual glidelight device returned. Device manufacture date now available. Method, results and conclusions codes added. Device evaluation: the device evaluation occurred on 3 may 2018. The visual inspection identified several significant kinks, measured 1.5", 3.5", 4.5", 8.5", 15" from the distal tip. The glidelight device was plugged into the desk top laser simulator and the kinks at 1.5", 4.5", 8.5", 15" have breaches in the outer jacket. Upon microscopic visual inspection, broken fibers were observed at all kink locations and 3/4 of the fibers were dead at the tip. The damaged observed is consistent with kink and lase that occurred during use. At some point heavy forces were applied to the catheter causing it to kink and break the fibers. The broken fibers then weakened the outer jacket of the device, creating holes. There is no evidence of a production or design concern. The probable cause of the reported failure is use related.